Event description:
Lasik resulted in glare, halos and problems seeing in dim light. I have a ghosting effect on all lights at night and all television or computer letters and numbers in low light. Name of the company that makes (or compounds) the product: (B)(6).